Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device was found without sound due to a defective speaker. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as no/ intermittent/ low audio. The cause of the condition was the defective speaker. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found without sound due to a defective speaker. No additional information is available.